Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "first clip fired. Second clip loaded and jaws only opened to width of the clip and were locked". Additional information received states that "the device malfunctioning did not cause any harm or injury to the patient. [Physician] used a metal clip applier instead after firing the 1st clip from ae05 once the jaws locked". The patient status is reported as "fine".